Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/07/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 03/19/2014 with the following findings:a visual inspection of the pump found no cosmetic damages. Investigation found that the keypad cover was intact and all the buttons responded properly. Removal of the keypad cover did not find any anomalies with the button contacts. The pump powered up and functioned properly. No defects were found. The investigation was unable to duplicate the reported button issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the buttons were sticking. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.